Manufacturer narrative:
This is the same event as 3010536692-2015-00262, -00264. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to metal on metal soft tissue reaction consistent with pseudotumor, allegedly related to the stem.